Event description:
According to the reporter, during the laparoscopic colectomy, the clip applier was able to load, clip, and open and close the jaw up to 15 clips, but after the 16th clip, the jaw was fixated to tissue and could not be opened after the handle was squeezed. The surgery was switched to an open procedure, ligated the blood vessels, and the product was taken out. Additionally, it was noted that not all clips were properly formed. After the laparotomy, the patient's wound became larger than planned. The incision was expanded. The patient had unanticipated tissue damage and the surgical time was extended for more than 30 minutes as a result.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received fully fired with no clips remaining within the tube shaft. The clip counter was not active. Jaws open. Handle in neutral. A malformed clip was received. Microscopic evaluation of the clip noted instrument markings indicating the clip was damaged. No other abnormalities were observed. It was reported that the instrument was locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that there was clip formation. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if an attempt is made to apply a clip over a fully formed clip or obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to placing a clip, confirm that the jaws are positioned free of other clips or obstructions. Placing the jaws or firing the instrument over another clip or other obstruction may result in bleeding and or lack of hemostasis and or damage to the instrument jaws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.